Event description:
The patient has 2 leads (from the same lot) implanted as part of her scs system. It was reported fluoroscopy showed one of the patient's leads have migrated. Surgical intervention is planned to address the reported issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.